Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 4505232-not valid,12269268,12280461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions and endometriosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower abdominal pain") and flank pain ("right side pain"). The patient was treated with surgery (B)(6) 2006 salpingectomy (unilateral)/ (B)(6) 2008 additional surgery and (B)(6) 2008(partial salpingectomy, (B)(6) 2008 unilateral salpingo-oopherectomy- right side). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the salpingitis and flank pain outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, flank pain, pelvic pain and salpingitis to be related to essure (ess205). The reporter commented: on (B)(6) 2005, she implanted essure. (Discrepancy noted as per ppf). She received treatments for events dysmenorrhea (cramping),pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-jan-2021: mr received: lot number was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 4505232) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions and endometriosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower abdominal pain") and flank pain ("right side pain"). The patient was treated with surgery ((B)(6) 2006 salpingectomy (unilateral)/ (B)(6) 2008 additional surgery and (B)(6) 2008 (partial salpingectomy, (B)(6) 2008 unilateral salpingo-oophorectomy- right side). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the salpingitis and flank pain outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, flank pain, pelvic pain and salpingitis to be related to essure (ess205). The reporter commented: on (B)(6) 2005, she implanted essure. (Discrepancy noted as per ppf). She received treatments for events dysmenorrhea (cramping),pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and medical record received. Essure lot number and explant date added. Events-chronic salpingitis, right lower abdominal pain and right side pain were added. Lab data updated. Medical history and reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 4505232-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions and endometriosis. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower abdominal pain") and flank pain ("right side pain"). The patient was treated with surgery (B)(6)2006 salpingectomy (unilateral)/ (B)(6)2008 additional surgery and (B)(6)2008(partial salpingectomy, (B)(6)2008 unilateral salpingo-oophorectomy- right side). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the salpingitis and flank pain outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, flank pain, pelvic pain and salpingitis to be related to essure (ess205). The reporter commented: on (B)(6)2005, she implanted essure. (Discrepancy noted as per ppf). She received treatments for events dysmenorrhea (cramping),pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 10-oct-2019: update of information (batch is not valid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12269268,12280461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions and endometriosis. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("right lower abdominal pain") and flank pain ("right side pain"). The patient was treated with surgery ((B)(6) 2006 salpingectomy (unilateral)/ (B)(6) 2008 additional surgery and (B)(6) 2008(partial salpingectomy, (B)(6) 2008 unilateral salpingo-oopherectomy- right side). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the salpingitis and flank pain outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, flank pain, pelvic pain and salpingitis to be related to essure (ess205). The reporter commented: on (B)(6) 2005, she implanted essure. (Discrepancy noted as per ppf). She received treatments for events dysmenorrhea (cramping),pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion.. 4505232-lot number not valid. Lot number (45052320) is not valid. Lot number: 12269268, manufacturing date: 2004-09, expiration date: 2006-02; lot number: 12280461, manufacturing date: 2005-03, expiration date: 2007-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2006 salpingectomy (unilateral)/ (B)(6) 2008 additional surgery). At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2005, she implanted essure. (Discrepancy noted as per ppf). She received treatments for events dysmenorrhea (cramping), pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2006, she explanted essure. Injury events was updated to dysmenorrhea (cramping),pelvic pain, abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.